Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the cap of one tube was broken. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer for investigation. Therefore, 100 retained samples from bd inventory were visually inspected, and no cocked stoppers were found. This complaint was unable to be confirmed for cocked stoppers. Bd was not able to identify a root cause for the indicated failure mode. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the cap of one tube was broken. No patient impact reported.